Event description:
It was reported that the patient was admitted to the hospital because the inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a replacement surgery was performed and it was found that there was a crack in the right cylinder connection tube. The cause of the cylinder connecting tube cracking has not been identified at the hospital. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump, reservoir and cylinders were visually and microscopically examined, and leak tested; the cylinders were also pressure tested. No anomalies were found with the pump, reservoir and one cylinder. Leak and visual testing of one of the other cylinder revealed that there was a leak and wear in the kink resistant tubing (krt). Based on the information available and analysis results, the wear resulting in a fluid leak identified in one of the cylinder could have caused or contributed to a mechanical non conformance, but it did not confirm the reported clinical observation of hole/perforated.

Event description:
It was reported that the patient was admitted to the hospital because the inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a replacement surgery was performed and it was found that there was a crack in the right cylinder connection tube. The cause of the cylinder connecting tube cracking has not been identified at the hospital. There were no patient complications.